Event description:
Boston scientific crm received info that this pt with this pacemaker and leads experienced a pocket infection. The entire system was removed, and no new device or leads were implanted at the time. There were no complications noted, and no adverse pt effects have been reported to date. The implant and explant dates provided by bsc are inconsistent, and no event date was made available to us.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. The manufacturing process for this device was re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc. Were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.